Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lot history record was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental MDR will be filed. Patient age average of (B)(6). Gender male 62.5%. Patients with hypertension were treated with unspecified antihypertensive drugs. Patients with diabetes were treated with unspecified glucose-lowering medications. The study took place between (B)(6) 2011 and (B)(6) 2013. Hutchings, d., et al. (2016, march 01). Success, safety, and efficacy of the mynx femoral closure device in a real-world cohort: single-center experience. The journal of invasive cardiology, 28(3), 104-108. This is report 4 of 4; from the same user facility same literature article as MFR report #: 3004939290-2016-00193, 3004939290-2016-00194 and 3004939290-2016-00195.

Event description:
During a single-center retrospective study of the mynx vascular closure device, it was reported that 2 out of 432 (0.5%) patients experienced discomfort resulting in overnight hospitalization. The study was done to compare the mynx vascular closure device with another manufacturer's vascular closure device. All patients that participated in the study underwent a diagnostic elective coronary angiography via the femoral artery route followed by arteriotomy closure using the mynx device. Complications and device failure occurred with all operators and were associated with higher use of 6f sheaths. No pseudoaneurysms were identified in any patients. Patients with access site complications or device failure were more likely to be undergoing work-up (angiography) for valve replacement for valvular heart disease and less likely to be under investigation for angina. Post mynx deployment care was as per manufacturer recommendations. No further information is available at this time.